Manufacturer narrative:
Reason for reoperation: infection. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported via nbir left side "infection". The device has been explanted and replaced.

Event description:
Healthcare professional reported via nbir left side "infection". The device has been explanted and replaced.

Manufacturer narrative:
Fi results: with the information collected during the investigation, there is enough evidence to support that device work order (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30034711 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6)2019 through (B)(6)2021, was noted two outliers in nov-19 and dec-19. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in these months were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.